Manufacturer narrative:
Manufacturer's investigation conclusion: the device history records were reviewed and the records revealed the controller was manufactured in accordance with mfg and qa specifications. System controller serial number (B)(4) was shipped to the customer on 06/22/2016. The reported event of driveline fault alarms was confirmed from the evaluation of the collected and submitted log files (94091543.log and 91270904.log); however, the alarm was unable to be reproduced during the analysis of the returned system controller, serial number (B)(4) (backup battery serial number (B)(4)). The collected log files contained 240 events over approximately 23 days from (B)(6) 2020, per the time stamps. The average power and flow were 4.7 watts and 4.4 lpm, respectively. The fixed speed was set to 8,800 rpm and the low speed limit was set to 8,200 rpm. On (B)(6) 2020 at 05:07 am and 05:40am, the log file captured 2 active driveline fault alarms (internal error code 16) and corresponding with yellow wrench advisory alarms. The driveline faults appeared to be associated with phase 3. The phase 3 values were noted to be significantly lower than the recorded values for the other two phases, indicating a potential issue with the phase 3. These alarms did not affect the controller's ability to operate the pump at the set speed. The controller operated the pump at the set speed during the driveline fault alarm and throughout the log file. The returned system controller was functionally tested and no driveline fault alarms were reproduced. The resistances of the controller's three phase connections were measured and found to be balanced. The reported event of a driveline fault alarm was unable to be correlated to the returned system controller. Incidental findings: it was found that the led symbol that shows the pump running was dimmed. It was also found that the backup battery ribbon cable connector was damaged. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced two transient driveline fault alarms on (B)(6) 2020. The patient underwent a controller exchange (B)(6) 2020. The log file did not capture any unusual events after the controller exchange. No further information was provided. The manufacturer's investigation confirmed damage that could result in a pump stop.